Manufacturer narrative:
A device recall was initiated for this product on 1/6/1998.

Event description:
This circling band disintegrated while the dr was trying to use it. There was no effect on the pt.